Event description:
It was reported the patient had been at their six month regular checkup and the nurse was programming their device and they were holding the antenna over their device. It was stated the nurse "popped it three times" and the patient got an electrical shock through their right testicle that sent them jumping around in pain. It was like "torture¿ for the patient and the only thing the nurse cared about was "damaging the programmer." The patient was "pissed off." It was also reported there was a shocking or jolting sensation. The patient had shocking on and off from his back to groin for approximately three months. It was also noted the patient had surgery in (B)(6) 2011 for their crohns and diverticulitis. Approximately three months after the surgery the patient's sciatic nerve began bothering them. The nurse programmed their device down and told them they didn't need to use their programmer anymore. It was also noted the patient falls off and on but always catches themselves with their hands so they do not fall directly down to the ground. It was also reported there was no stimulation sensation. Patient had not felt stimulation since (B)(6) 2012 when the patient was shocked during programming. The patient had been urinating four times in thirty minutes. Patient adjusted stimulation from 1.6 to 2.0 and patient could then feel stimulation well and the stimulation was not painful or uncomfortable. Patient noted 2.0 was the level they use to keep the setting at. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v826029, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up reported the patient did not have concerns with their device or therapy. It was also noted the patient received assistance from their doctor or representative and their concerns were resolved. It was unclear whether the patient was having concerns or not because the patient also noted they were still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted the patient had an appointment schedule for (B)(6), 2013.